Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was noted that the pacing lead when the lead was removed, the front helix could be seen to be stretched and deformed, with tissue hanging on the front. When it was screwed outside the body, it could not be retracted into the lead cavity.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of the pacing lead exhibited insulation damage. After multiple placements, the parameters were u satisfactory. Ultimately, the helix could not be retracted, and the lead tip was caught on the myocardium. Multiple attempts were made to remove the lead, and it was finally pulled out with force. Upon removal, it was found that the helix at the lead tip was damaged. The pacing lead was attempted/not used. No patient complications have been reported as a result of this event.